Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8780, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative. The patient's implantable pump was delivering morphine ( unknown dose and concentration). The patients' medical history was spine surgery - failed back surgery syndrome (fbss). The event date was (B)(6) 2015. A pump issue was reported. The patient showed withdrawal symptoms. Other patient symptoms or complications associated with this event were noted as pain, underdose symptoms, less than 50% therapy relief. The location of the symptoms was spine (surgery local). During a refill procedure, the aspirated drug was more than expected, probably showed infusion issue. Diagnostics/troubleshooting included catheter access port test and motor stall test, issues were found at motor movement and catheter infusion. The pump and catheter were explanted on (B)(6) 2016 and would be returned to the manufacturer. The pump and catheter were replaced on (B)(6) 2016. It was reported that medical or surgical intervention was not needed to prevent a permanent impairment of a function. The event led to or extended patient hospitalization due to bone infection, it was longer than expected - roundly 20 days. It was noted that there was no injury as a result of the event. At the time of this report, the issue was resolved and patient status was "alive - no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on 2016-jun-23. The drug concentration/dose was reported as 10mg/ml. The diagnosis for use was untreatable chronic pain. The patient did not show any withdrawal symptoms and could not remember when the refill procedure was done. The actual volume aspirated was 8ml. The issue noted with motor movement was that the engine was not working properly and this was demonstrated by the motor test. The issue noted with the catheter infusion was that the catheter was obstructed. The catheter and motor movement issue led to pump and catheter explant. The patient's l4 bone was infected on (B)(6) 2016 resulting in patient hospitalization and the cause of infection was a gut bacteria hyperlink to the column. It was unrelated to the pump/therapy. The device was to be sent back for analysis

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.